Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. Review of the retrieved event log, confirmed the customer complaint of a mid:09 (air trap assembly). To resolve the issue, the air trap was replaced. The device was then functional tested and passed with no faults or errors observed. The thermogard console is a reusable device and was manufactured on 04/02/2010. This type of issue is characteristic of normal wear and tear for the life of the device; the console also has exceeded its expected service life of 5 years. During visual inspection a broken pump lid (unrelated to the reported issue) was observed and replaced. A yearly preventative maintenance was performed. The console passed all tests and performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
According to the reporter, the thermogard xp ivtm console ((B)(4)) displays a mid:09 (air trap assembly) error message and was placed in the customer's biomedical department. It is not known when the reported issue occurred. There was no patient information provided nor was there any known patient consequence reported.